Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage and product damage/deformation -device still operable. Product defect was noted during use. The following information was provided by the initial reporter: during using, the indwelling needle was crackedand there was blood seepage.

Manufacturer narrative:
Investigation: master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Neither sample or photo was returned making it impossible to observe the failure mode. Root cause could not be determined.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage and product damage/deformation - device still operable. Product defect was noted during use. The following information was provided by the initial reporter: during using, the indwelling needle was crackedand there was blood seepage.